Event description:
It was reported that during a follow up appointment, a low, out of range (<200 ohms) pacing impedance was noted from the right ventricular (rv) lead. The physician performed maneuvers and noisy signals were also observed from the rv lead. Additionally, a high, out of range (>3000 ohms) pacing impedance measurement was noted from a competitor's right atrial (ra) lead. The physician suspected ra lead dislodgement. At this time, both the ra and rv leads remain implanted and in service. The patient was stable with no adverse consequences. Exhaustive attempts were made for a additional information regarding the event resolution, but was not received. Should any information be provided in the future, this report will be updated.